Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen and unable to power up. A field service engineer replaced the faulty controller board on drawer 4-2 and verified access. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was unable to power up, customer has tried different plug points and also tried rebooting, but the screen was black and issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.